Manufacturer narrative:
The returned device was evaluated and damage was found to the soft cannula. It only measured 0.5795 inches long; short and out of specification. It could not be determined when this damage occurred and if it effected the delivery of insulin while worn. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose to 280 mg/dl. As treatment, the patient administered correction boluses.